Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: the guidewire returned fractured on the ribbon. There was a kink noted at 3.7cm from the distal tip, with the ribbon protruding from this kink. The ribbon had a kink just at the proximal side of the fracture point, followed by bends at 0.5cm and 0.6cm from the fracture point. There was also a kink present 15.2cm from the proximal end. The portion of the ribbon behind the distal weld was not visible. The ribbon was fractured 0.5cm from the distal weld. There was evidence of necking at both sides of the ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is "undetermined: cause not established". The classification as reported was "damaged: kinked" however upon inspection there was evidence of a fracture on the returned guidewire, in addition to the kink present. The classification as analysed was determined to be "damage: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: after completing ablation of the lspv, an attempt was made to anchor the gw in the lipv, but the gw was found to be kinked, making proper anchoring difficult. The gw (starter) was therefore replaced. Additionally, when removing the gw and catheter from the sheath, it was suspected that the valve of the faradrive sheath was damaged or malfunctioning, causing air to be easily drawn in. As a result, the faradrive sheath was also replaced. The farawave catheter continued to be used, but due to the patient's small left atrium, it bent into a cobra shape several times, making it difficult to retract into the sheath. The entire system was withdrawn from the patient. Since the catheter could not be removed from the sheath, both the faradrive sheath and the farawave catheter were replaced. The procedure was subsequently completed successfully. Infected: unknown. Resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. Generator used, ablation - catheter used, other used. Type of procedure: pulmonary vein isolation. Time of event: during procedure.